Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed a motor error while they were on an airplane. The alarm occurred when the customer was going to do a bolus. She was not able to rewound or complete the priming process. The customer's blood glucose level during the incident was 465 mg/dl. The customer treated their high blood glucose level with a manual injection. The customer declined troubleshooting for the high blood glucose. Troubleshooting was performed for the insulin pump. The insulin pump passed the displacement test and manual prime test. The motor error alarm did not recur. The customer was advised to call back if the alarm occurs again. The device will not return for analysis.